Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 22 g x 1.00 in. Bd nexiva¿ closed IV catheter system leaked at catheter during use. There was no report of medical intervention or serious injury.

Manufacturer narrative:
Investigation: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: DHR review was performed on the following lot number: 7095866 ¿ the lot number was built on nfa #2, from april 6, 2017 thru april 13, 2017. Per specifications in qcnva-05 it was concluded that all required challenges samples and testing was performed, in accordance with the set-up and in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: yes. Reason: the review of the qn/sap database is required for level b investigation per (B)(4), this is a level b investigation. Findings: the qn reviewed revealed no related reject activity for the sub-assembly lot number associated with this incident. Eura review (end user risk analysis): yes. Reason: the review of the eura is required if the reported incident is a medical device reportable (MDR) findings: rm5769 rev 12(k) was reviewed to determine the risk to customer. The risk is considered acceptable given a limited severity (s2) and only remote occurrences (=10.0 ipm). Visual analysis: observations and testing: received one used nexiva 22ga unit with no package from the lot number 7095866. The unit consisted of the catheter adapter/extension tubing, needle set together and the needle cover. Visual/microscopic examination: observed there was bodily fluids/meds throughout the unit. Observed a split in the catheter tubing approximately inch above the nose of the adapter water/air leak test: using a lab supplied male slip luer test fitting, performed a water/air leak test; the adapter did leak in the area of the slit cut. Test description method no results: visual/microscopic n/a: see observations and testing. Water/air leak test qcge-11: see observations and testing. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation revealed a split in the catheter tubing that leaked. Conclusions: the defects leakage and blowing veins, as stated in the subjects of the pir were confirmed with returned unit. The defect associated with this incident report was caused by the cannula spearing the catheter wall. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience, as the defects were confirmed. Was the device used for treatment or diagnosis? Treatment root cause . Relationship of device to the reported incident: indeterminate. Comment: it is uncertain whether the defect of needle thru catheter which was observed was caused by manipulation of the device (user or manufacturing). The unit was returned used. Corrections and CAPA: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: during the assembly process there is a 100 percent automated vision system inspection for tip spear, base spear and lie distance. Defect of this type found during manufacturing would be discarded. The vision system is run in accordance per quality plan in task document nva-060 and qcnva-05.